Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, the setscrew of the pacemaker was unable to be removed from the pacemaker header, and became stuck on the torque wrench. No other malfunctions were noted. The pacemaker was not used and another pacemaker was used to successfully complete the procedure. No patient consequences were reported.